Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's wireless battery module was emitting a burning smell. It was also reported that there was fluid in the area where the battery contacts are located, and a portion of the plastic was melted. It was also reported that there was no patient injury.